Manufacturer narrative:
A siemens headquarters support center specialist reviewed the event data and determined that kit lot 430 expired on 30-nov-2017. No further testing could be performed on kit lot 430. The cause of the discordant, false reactive toxoplasma igg result on one patient sample is unknown. No further evaluation of device is required. MDR 2432235-2018-00002 was filed for the event occurred on (B)(6) 2017. MDR 2432235-2018-00003 was filed for the event occurred on (B)(6) 2017. MDR 2432235-2018-00004 was filed for the event occurred on (B)(6) 2017. MDR 2432235-2018-00005 was filed for the event occurred on (B)(6) 2017. MDR 2432235-2018-00006 was filed for the event occurred on (B)(6) 2017. MDR 2432235-2018-00007 was filed for the event occurred on (B)(6) 2017.

Event description:
A discordant, false reactive result was obtained for igg antibodies to toxoplasma gondii (toxoplasma igg) assay on one patient sample on an immulite 2000 xpi instrument, while using reagent lot 430. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the alternate platforms, resulting non-reactive. The non-reactive results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive toxoplasma igg results.